Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
Internal report #: (B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 90 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed fasting during call on 05/14/2015 produced results of 303 mg/dl and 331mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 118mg/dl, (B)(6) 2015, 07:43am, fasting: yes.,100mg/dl, (B)(6) 2015, 12:15pm, fasting: no. 115mg/dl, (B)(6) 2015, 04:32pm, fasting: no. 92 mg/dl, (B)(6) 2015, 02:24pm, fasting: no. 142mg/dl, (B)(6) 2015, 07:24am, fasting: yes. Adverse event not reported.